Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to get into MRI mode, upon further investigation system diagnostics recorded high impedances on the leads, and as a result was experiencing ineffective therapy. Troubleshooting took place but was unsuccessful. Surgical intervention may take place at a future date to address the issue.